Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The physician attempted cross the lesion with the 2.5x28mm promus element¿ plus stent system. However, the device was unable to cross the lesion and the proximal end of the stent was pushed together. No patient complications were reported.